Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was making a beeping noise. The company technical support department stated that it was a software issue. There was a concern that the programmer would fail to re-boot. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: the link electronic module (lem) circuit board was replaced and software was reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.